Event description:
It was reported that a large volume infusor had a black mark on the reservoir of the device; it was unspecified if the mark was in the fluid path. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted a black mark on the reservoir of the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.